Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The balloon failed pressure test at 58.7 cmh20. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that patient experienced recurring incontinence. Artificial urinary sphincter (aus) was explanted and replaced. Patient experienced urethral atrophy at the cuff site. Pressure regulation balloon (prb) was replaced with a higher pressure prb. No adverse patient effects. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Event description:
It was reported that patient experienced recurring incontinence. Artificial urinary sphincter (aus) was explanted and replaced. Patient experienced urethral atrophy at the cuff site. Pressure regulation balloon (prb) was replaced with a higher pressure prb. No adverse patient effects. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.